Event description:
It was reported following an ipg replacement procedure in (B)(6) 2018, the patient developed an infection at the ipg site. As such, the patient underwent surgical intervention wherein the scs system was explanted (date unknown).

Event description:
Follow-up information revealed the patient was treated with antibiotics (type unknown) and the issue is resolved.